Event description:
Air noted in circuit, hub on catheter cracked. Reported on two different pts, same day.

Event description:
Air noted in circuit, hub on catheter cracked. Reported on two different pts, same day.